Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Blood glucose at the time of the incident is unknown. The customer stated that the sensor would not provide readings. They decided to remove it and found the cannula was missing. The sensor was worn for 8-10 hours. The customer stated the cannula was not still attached or retracted. No significant events leading to the sensor issue were recalled. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to sensor returned opened/used.